Manufacturer narrative:
(B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the tecnis symfony toric multifocal intraocular lens (model zxt225 +20.5 diopter) was explanted from the patient¿s right eye because of the patient experiencing dysphotopsia. Reportedly, a zct300 lens (diopter unknown) was used as a replacement for the patient. There was no patient injury, no complications. Patient did well post operatively. Additional information was received, and it was learnt that the affected eye was the right eye (od), though the patient was experiencing blurriness/glare with the left eye too. The account commented that the surgeon will see if the lens exchange in the right eye will help adjust the left eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 1/10/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.